Event description:
On 4/26/91 an ipp device was implanted. On 5/6/94 the cylinders were revised. On 12/5/96 the entire device was removed from the pt and replaced due to fluid loss. Add'l lot/ser no: 1679t 001.